Event description:
Information was received regarding a cadd extension set. It was reported that the device, when connected with a mating component, resulted in leakage of medical fluid. There was no patient, or clinician injury associated with this event. No additional information is available.

Manufacturer narrative:
Other, other text: device evaluation: three photos were provided for evaluation, with one showing a leak between the filter and the tube. Additionally, one device was returned for analysis in used condition. Functional testing involved leak testing. A leak was found between the filter and the tube confirming the complaint. The investigation determined that a lack of adequate solvent during the manufacturing process was the cause of the reported issue.